Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transitioning to hospice when they were found unresponsive by family and presented to the emergency department. The patient passed away in the emergency department. Log files were reviewed, and they captured some periods of low flow events late evening on (B)(6) 2025 @21:29 and continued intermittently until the system controller was disconnected on (B)(6) 2025 @22:54.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported event of the controller being disconnected on 08jul2025. The provided log file captured the patient¿s driveline being disconnected from the controller at the end of the data on (B)(6) 2025, consistent with the controller being taken out of use, and no issues regarding the controller were observed throughout the data. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event could not be correlated to an issue with the controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.